Event description:
It was reported that the shaft broke. The target lesion was located in the calcified distal right coronary artery (rca). The physician was using a guidezilla extension catheter during the procedure. When the physician was removing the guidezilla, it broke at the collar. The device was able to be removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).